Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead had an out of specification analysis result for extension/retraction due to disengagement from the helical channel. The analyst noted that no conductor fracture or insulation in vivo was observed on the portion of the lead which was received. But visual inspection found the drive shaft lug stuck behind the retraction stop. This indicated that the helix exceeded specification the number of turns to retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076, implanted: (B)(6) 2007. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to varying impedance and oversensing. An rv lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.